Event description:
Boston scientific crm received information that the patient with this device felt dizzy after the initial implant procedure. It was determined that both leads were loose and a procedure was performed to reconnect the leads. Since that procedure, the patient has felt dizzy and experienced chest pain. No adverse patient effects were noted.

Manufacturer narrative:
This device remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.